Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulation was sporadic and cut in and out. Their battery also started taking longer to charge and had been worsening over the past two years. The sporadic stimulation occurred regardless of the position they were in- even if they weren't moving. The patient had shoulder pain in both their shoulders which was making it more difficult for them to hold the charger in place. The issue had not been resolved. No further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The patient's ins was explanted. It was reported that the patient's replacement was so that they could have an MRI compatible system. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. If information is provided in the future, a supplemental report will be issued.